Event description:
Attorney reported: in 2005--the pt had a hernia repaired and had a non-recalled kugel patch implanted during this procedure. In 2006--the pt underwent another incisional hernia repair as the previously placed kugel patch had injured him. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event, and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.